Manufacturer narrative:
(B)(4). Maquet is developing new hygiene protocols for its heater-cooler units hcu 40 ,hcu 30 and hcu 20. These new protocols include preventive measures, routine disinfection as well as high level disinfection and biofilm reduction ¿ also effective against atypical mycobacteria in the water systems. The newly developed disinfection procedures are taking a holistic approach based on validated methods. The timeline for the introduction of the new hygiene protocols is currently carefully examined in order to communicate reliable dates also requested by health authorities. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: it was reported that a hcu20 was tested positive for ntm chimaera. Additional information: no patient was involved. (B)(4).